Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their controller was not working and won't go up or down for the stimulation. Patient mentioned they tried to reset the controller several times, and they can't increase the intensity or decrease. The issue began yesterday. Patient commented the implant moves a little bit when you feel it. Patient denied any recent falls/trauma. Agent walked patient through adjusting the stimulation in groups a, b and c and when patient tried to increase the stimulation the controller showed settings not available. Agent reviewed the meaning of the message and reviewed role of a manufacturer representative (rep). Patient mentioned they can't find their patient ID card and agent transferred to prs (see (B)(4). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported that a manufacturer representative (rep) would be meeting with them today to check their device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller states that starting a week ago the pt has been seeing 'settings not available'. The caller attempted to reprogram the pt today but is still getting the message when at 2.9ma. Agent reviewed reasons for the message. Agent inquired upon what contacts were being used and caller said 5/6/13/14, evolve programming settings. The caller ran impedance check and agent reviewed importance of the reference electrode. Caller noted when referencing 5, all contacts gt;40k ohms. 6/13 1250 ohms 6/14 1340 ohms 13/14 200 ohms. Rep then said she misspoke and she was actually using contact 7 rather than 5. At that point agent did not gather any more values and reiterated that contact pairs should be in a normal therapeutic range to resolve the message. The caller needed to end the call but noted she would call back if needed.